Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a damaged circuit connection. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Device evaluation: one device was received. During the visual inspection, no abnormality was noted with the device's physical appearance. During the functional testing, it was found that the fixing screw of the circuit connection part (interlock block) was turning idly. The cause of the issue was found to be that the interlock block is damaged. The interlock block was replaced.